Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure the leadless implantable pulse generator (ipg) exhibited undersensing. It was also noted that the delivery system was not transmitting the appropriate torque and not maintaining the original shape. The device and delivery system were not used, another system was implanted. No patient complications have been reported as a result of this event.